Manufacturer narrative:
An immucor field employee at the (B)(6) customer site obtained the event details on 13apr2017.

Event description:
On (B)(6) 2017, an immucor employee visiting a (B)(6) customer site reported, on behalf of the (B)(6) customer, an unexpected negative antibody screen when using capture-r ready-screen (3) with a manual capture workstation, when tested on (B)(6) 2017.